Event description:
Breast implants, 2006 and developed breast implant illness, fatigue, muscle pain, joint pain, brain fog. Name of the company that makes the medical device: not sure. FDA safety report ID# (B)(4).